Event description:
It was reported that pump screen was dark and would not turn on, and caller experienced extreme difficulty pressing button, needing multiple presses to activate screen even after removing pump from case. There was no adverse impact to the customer¿s blood glucose level. Customer worked with Technical Support to troubleshoot button use, confirmed pump was under warranty, and was set up to receive replacement pump while using multiple daily injections as backup insulin therapy; customer was instructed to place pump in storage mode, transfer settings and connect CGM to replacement pump, and return problematic pump using pre-paid label within 10 days.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.